Event description:
It was reported that upon interrogation prior to implant, an alert regarding the battery longevity was received. The device was not implanted. There were no adverse consequences for the patient.

Manufacturer narrative:
The reported field of an anomalous longevity message was confirmed via device image and was due to premature battery depletion. The cause of the premature battery depletion was high current drain originating from the hybrid. The root cause of the field event was an anomalous rf module.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.